Manufacturer narrative:
Additional information has been obtained regarding the reported event. This submission has been determined to be a duplicate report. Refer to 1723170-2017-05274. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product evaluation: analysis results are not available; device not returned for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An attorney representing the patient reports that during a nasal procedure using a purported medtronic device, the physician "allegedly went through the nasal passage and into the patient's eye."